Manufacturer narrative:
Unit received with intermittent response from all buttons due to moisture damage to keypad traces. Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to a faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test or displacement accuracy test due to prime anomaly. Unit received with corroded battery tube. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she passed out and was hospitalized. The customer¿s blood glucose was 24 mg/dl at the time of incident. Customer stated that hospitalization was diabetes related and no other information was provided by the customer. Customer also reported that the insulin pump had a button error alarm after possible exposure to moisture. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.